Event description:
It was reported that during the procedure in the circumflex artery, an attempt was made to advance a 3.0x16 jostent graftmaster stent delivery system for treatment of a perforation; however, the stent system could not advance. During removal of the stent delivery system, no resistance was felt and no force was applied; however, the stent dislodged and migrated within the circumflex artery. An unsuccessful snare attempt was made to retrieve the stent. Due to the patient's pre-existing segment elevation myocardial infarction, the decision was made to leave the dislodged stent in the circumflex and treat the perforation and the lesion with deployment of a xience v stent. Although there was a delay in the procedure, the perforation was successfully sealed and the lesion was covered. Blood flow and patient condition were reported as excellent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomical conditions were not reported with the case information which may have aided in the investigation. There was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation during retraction would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and stent damage. Additionally, a sampling of units is destructively tested prior to release to verify stent retention. Hemorrhage is listed as observed or a potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including hemorrhage. The additional therapy/non-surgical treatment appears to be a secondary effect of the perforation not being sealed as another stent was required to treat the perforation. However, a conclusive cause could not be determined for the reported patient effects or their relationship to the device, if any. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for failure to advance for this lot. There is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, the circumflex artery was reported to be heavily calcified.

Manufacturer narrative:
(B)(4). The patient anatomical conditions were described as heavily calcified, which likely contributed to the failure to cross.